Event description:
It was reported that an aiming arm would not line up with a femoral nail and this prevented proximal locking. There was a delay between 20-30 minutes, while the surgeon was trying both the static and dynamic holes. There was no reported harm to the patient. The procedure was successfully completed. The fracture appeared stable, so patient outcome looks to be positive. (B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history review: manufacture date: august 10, 2006. (B)(4) manufactured the cannulated connecting screw (part 03.010.042, lot number uq64335). The suppliers certificate of compliance (dated (B)(4) 2006) indicates the parts were manufactured to and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet. No material record reports or non-conformance reports were generated for this lot and the parts were released august 10, 2006. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.